Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study: it was reported that stent thrombosis occurred. In (B)(6) 2014, the patient had undergone treatment. The target lesion located in the left proximal and mid superficial femoral artery (sfa) had 90% stenosis, reference vessel diameter of 5 mm, a length of 70 mm, and was classified as a tasc ii b lesion. The lesion was treated with pre-dilatation, placement of a study stent and post-dilatation was done with 15% residual stenosis. Two days following procedure, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, the patient was presented with high grade stent-edge stenosis left. Pre-revascularization lesion assessment was 90% stenosis and thrombus was seen. The patient was admitted to the hospital and on the same day, revascularization of the left proximal and distal sfa was performed via percutaneous transluminal angioplasty and placement of 2 unspecified stents, which resulted in 20% residual stenosis. No thrombus was seen in the treated vessel at the end of the revascularization procedure. Two days following procedure, the event was considered resolved and the patient was discharged from the hospital.